Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power. The customer also indicated that the battery levels were full. No further information of any patient event was provided. It is unknown if the patient suffered any adverse effects during the reported event.